Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On the (B)(6) 2023 it was advised via email for a ar-3671, (fibertak® biceps implant) - batch# 15001308 and an ar-3671ds, (fibertak® biceps disposables kit) - batch# 14974144. When completing bicep tenodesis with fibertak bicep implant. When using the disposable drill kit, drill seized (cold welded I think) against inserted and could not be pushed beyond this point. Unable to complete the drilling for anchor and therefore unable to use the anchor. Had to bail to an alternative product to complete the tenodesis. The procedure was completed using 2.6 fibertak with reusable drill. There was a case and patient involved.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.